Manufacturer narrative:
The device was not returned. The lens was returned self-seal pouch adhered to a piece of paper. Viscoelastic and blood are dried on the lens. The lens has been cut into two pieces typical of a removal. One portion has another cut area on the edge with a small piece removed. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported pc-tear could not be determined. The device was not returned for evaluation. The lens was returned with damage typical of a removal. Information was provided that the surgeon is unsure of cause for capsular tear. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was inserted and removed from the eye due to a posterior capsular tear. The surgeon was not sure as to when or why the tear occurred. Additional information was requested.